Manufacturer narrative:
Patient weight and ethnicity and race: unknown as information was not provided. Date implanted: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Date explanted: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Initial reporter email address: unknown, information not provided. The device was not returned for analysis as the product was discarded therefore, failure analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) was fully inserted into the patient's ocular dexter (right eye) when the surgeon noticed the haptic was damaged. The iol was removed during the same procedure but was not replaced with another lens. Unplanned suture(s) were required. The lens is not available for return as it was discarded. Patient status post-procedure is unknown. No further information is available.